Event description:
It was reported that: "abp line was not working. It was removed and a kink was found in the line"

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter and tubing for analysis. Definite signs of use were observed on the returned components. Visual analysis revealed two kinked portions in the middle of the catheter extrusion. The kinks in the catheter measured 31mm and 42mm from the juncture hub. The catheter body length measured 5.25", which is within the specification limits of 5.240-5.250" per the catheter product drawing. The outer diameter measured 0.0565", which is within the specification limits of 0.055-0.057" per the catheter extrusion product drawing. A lab inventory guide wire with a diameter of 0.018" was inserted through the returned catheter. Resistance was encountered at the location of the kinks; however, the guide wire was able to pass. Performed per IFU statement, "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function. Where provided, catheter hub wing clip may be removed if desired." Cma was consulted as a part of this complaint investigation, and they stated that the catheter was likely kinked once inserted into the femoral vein due to the femoral anatomy and insertion location. The IFU provided with a general fa-04018 kit informs the user, "warning: do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters." The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The report of a kinked arterial catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body was kinked towards the middle of the extrusion. Despite the damage, the catheter met all relevant dimensional and functional requirements. Clinical medical affairs (cma) was consulted and confirmed that the catheter was likely kinked during insertion due to the femoral anatomy and assumed insertion site. Therefore, based on the customer report that the damage was observed during use and comments from cma, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "abp line was not working. It was removed and a kink was found in the line".